Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found in error log, the (c-00) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint regarding repeated errors was confirmed by failure analysis. The probable cause of customer reported issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the repeated errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based off of information provided.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, it was reported that repeated erbe errors occurred during a clinical procedure involving monopolar curved scissors, despite replacing the energy cable and instrument. Troubleshooting through remote log review showed multiple error codes, and guidance was given to perform a power cycle of the erbe generator, which had already been attempted several times with no improvement. Bipolar energy remained functional, and the procedure continued using an alternative system. Procedure was completed using a backup generator. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.